Manufacturer narrative:
Date of event: approximated based on the date x-ray result was received. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 21234591.

Event description:
It was reported that the patients leads had migrated and one of the leads was fractured.

Event description:
It was reported that the patients leads had migrated and one of the leads was fractured. Additional information was received that the patient had lost coverage due to lead fracture. The patient was programmed using the other lead and was able to get some pain relief. The fractured lead was no longer utilized.

Event description:
It was reported that the patients leads had migrated and one of the leads was fractured. Additional information was received that the patient had lost coverage due to lead fracture. The patient was programmed using the other lead and was able to get some pain relief. The fractured lead was no longer utilized. Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. The explanted devices will not be returned as they were discarded by the medical facility.